Event description:
It was reported that prior to surgery, it was observed that the small battery drive device was not running. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or electronic control unit failure due to immersion during cleaning, which is failure to follow the directions for use. This was further defined as misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.